Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. There was no patient involvement as the customer had not begun insulin therapy with the pump. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter and usb cable.